Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation. One used 8fr angioseal sts plus device was received for product analysis. The hemostasis sheath was returned with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the bypass tube was found to be mated with the hemostatic valve, which is expected when the hemostasis sheath and carrier tube assembly have been properly assembled as the bypass tube allows the passage of the anchor and carrier tube assembly through the hemostatic valve. The carrier tube assembly was returned separate from the hemostasis sheath and the anchor was exposed at the distal tip of the carrier tube assembly. The deployment sleeve was in the forward lock position. Functional testing was performed by attempting to slide the bypass tube over the anchor. This was unable to be accomplished as the collagen was already swollen preventing the bypass from moving into the manufacturing position. The distal tube and the anchor were isolated from the hub, and the carrier tube was attempted to be inserted into the hemostasis sheath to check the locking of the sleeve latches. The deployment sleeve and sheath cap were able to lock as intended. No anomalies were noted during insertion. The deployment sleeve was moved into the rear lock position and it was able to lock on the device as intended. No functional anomalies were noted with the device. IFU states: set the anchor: step 2 - "keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when the angio-seal device was inserted into the sheath, the bypass tube was set; however, the angio-seal device came out of the sheath. The angio-seal was withdrawn and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. There were no other devices or equipment used with the reported product. Additional information was received on march 15, 2019. The package that has its lot number on it was discarded. Blood loss was less than 250cc. When the angio-seal device was inserted into the sheath, only the bypass-tube was set to the sheath and the angio-seal device came out.